Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 15.1-16.0cm and 19.0-19.2cm from the distal tip. The etfe coating was intact at these locations. (B)(6). (B)(4).